Event description:
Customer reported, during daily check of device, menu keys would not function. No reported pt involvement. Condition was duplicated by service rep. Device was repaired and proper operation confirmed.